Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with an unk balloon. The physician deployed a 2.50x24mm taxus in the lad. Then he attempted to place a 3.00x12mm taxus liberte drug eluting stent proximal to the 2.50x24mm stent, but insertion difficulty was experienced. Upon withdrawal, the physician noted that the struts of the stent had been bent. The physician decided to balloon with a 3x8mm post dilation balloon and deploy a 3x12mm non-bsc stent. No pt complications were reported. Pt status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.